Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a device explant procedure due to charging difficulties. Postoperatively, the patient is doing well, with effective coverage of all pain areas. The location of the device is currently unknown.